Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt is experiencing a loss of stimulation in her back. The pt feels stimulation in her abdomen, ribs and legs but does not like the stimulation in her ribs and abdomen. The sjm rep met with the pt and reprogramming was successful. However, the next day the pt was no longer feeling stimulation in her back and stimulation was strong in her ribs and abdomen. The sjm rep met with the pt 2 additional times, but reprogramming was unsuccessful. The sjm rep is to meet with the pt again as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.